Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer dropped the pump and the touch screen became cracked and unresponsive. There was no adverese impact to customer's blood glucose. Customer was advised to obtain an alternate method in insulin therapy.